Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 08-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the orders were no longer populating to the correct machines from Cerner after swapping the names of the station. A technical support specialist successfully made the necessary configuration changes on both affected stations by updating the computer names to match their respective device names. After completing the changes, TSS verified that both stations were functioning properly and operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES PEDSMS1 station was not receiving or displaying Cerner orders. The customer stated that the device was recently swapped, and since the swap, orders have not been populated to the correct machine from Cerner.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.